Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty crossing the native annulus with the certitude delivery system was unable to be confirmed. However, a review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, no abnormalities were reported during device unpacking or preparation. Per additional information received from the site, it was indicated that the access was not "true" transapical and the angulation was incorrect. It was also reported that the patient presented a moderate degree of annular calcification. The presence of calcification at the annulus can create a rigid and non-compliant barrier, complicating the passage of the thv valve. Additionally, the incorrect angulation during the procedure could cause the device to catch on the ventricular cords, failing to navigate through the aortic valve effectively. As such, available information suggests that procedural factors (incorrect access angulation) and patient factors (calcification) may have contributed the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliate, a 23mm sapien 3 ultra valve was to be implanted in the aortic position by transapical approach. During procedure, there were difficulties while crossing the aortic valve with the sapien 3 ultra valve. Troubleshooting maneuvers, such as using flex and utilizing the sheath to support the valve on crossing, were attempted. When the certitude was advanced, the sheath backed out of the patient. After multiple attempts of crossing, the patient became hypotensive. The system was removed as a single unit, with the goal to post-dilate. However, the patient went into ventricular fibrillation. The patient was defibrillated multiple times with continuous CPR. The patient died. As per medical opinion, the patient was considered very high risk with multiple comorbidities. The patient's low volume and comorbidities are believed to be the cause of the death.

Manufacturer narrative:
Investigation is ongoing.